Event description:
On 02/25/2026, dr. (B)(6) reported that a 56-year-old male patient presented to his implant & cosmetic office with complications associated with a hahn tapered implant originally placed at tooth position #11 on (B)(6) 2022. The patient returned on (B)(6) 2026 with issues that developed after the delivery of the final prosthesis. The prosthesis, a screw retained partial arch restoration, had been delivered on (B)(6) 2023 using a prefabricated abutment. The patient exhibited the following symptoms at the affected implant site: inflammation, granulation/fibrous tissue formation, and abnormal bone loss around the implant. The doctor used a salvin implant removal kit to retrieve the components. The implant was removed on (B)(6) 2026, after which the patient's symptoms were resolved. No permanent injury occurred, and no additional medical or surgical intervention was required. The implant was not replaced at the same site. It was reported that the patient had bone quality type iii, oral hygiene was fair, and the opposing arch consisted of natural dentition.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6110672 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6110672 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a hahn tapered implant ø4.3 x 11.5 mm (70-1154-imp0011) using the radiographic template (mkt-013142 rev 1). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: the root cause could not be explicitly determined. Per the reported information, the patient experienced peri-implantitis. This could indicate that the patient may have potentially experienced an osseointegration failure. Osseointegration failure is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Additionally, the patient also had fair oral hygiene which may have contributed to the implant failure. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Correction: b5, h1. Additional information:b7, d9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 56-year-old male patient presented to his implant & cosmetic office with complications associated with a hahn tapered implant originally placed at tooth position #11 on (B)(6) 2022. The patient returned on (B)(6) 2026 with issues that developed after the delivery of the final prosthesis. The prosthesis, a screw retained partial arch restoration, had been delivered on (B)(6) 2023 using a prefabricated abutment. The patient exhibited the following symptoms at the affected implant site: inflammation, granulation/fibrous tissue formation, and abnormal bone loss around the implant. The doctor used a salvin implant removal kit to retrieve the components. The implant was removed on (B)(6) 2026, after which the patient's symptoms were resolved. No permanent injury occurred, and no additional medical or surgical intervention was required. The implant was not replaced at the same site. It was reported that the patient had bone quality type iii, oral hygiene was poor, and the opposing arch consisted of natural dentition.